Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged, however the problem was not resolved. Surgery to explant the patient's c1 device will be scheduled.